Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (batch no. 827746-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test ". The patient's medical history included pap smear abnormal and cryosurgery. Concurrent conditions included carpal tunnel syndrome, back pain and bunion operation. Concomitant products included medroxyprogesterone acetate (depo-provera) (B)(6) 2009 for contraception as well as hydrochlorothiazide since (B)(6) 2009 and sulindac since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with omeprazole. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal discharge, weight increased, vaginal haemorrhage, menorrhagia, ovarian cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, menorrhagia, ovarian cyst, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-nov-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test ". On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown. The reporter considered dysmenorrhoea, fallopian tube perforation, vaginal discharge and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Case became incident. Previously reported ¿injury to herself¿ was updated to dysmenorrhea (cramping). Events- fallopian tubes perforation, bladder problems, urinary problems, vaginal discharge, weight gain and she did not underwent an essure confirmation test were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation') in an adult female patient who had essure (batch no. 827746) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test ". The patient's medical history included pap smear abnormal and cryosurgery. Concurrent conditions included carpal tunnel syndrome, back pain and bunion operation. Concomitant products included medroxyprogesterone acetate (depo-provera)(B)(6) 2009 to (B)(6) 2009 for contraception as well as hydrochlorothiazide since (B)(6) 2009 and sulindac since (B)(6) 2019. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain lower ("lower abdominal pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain"). The patient was treated with omeprazole. Essure treatment was not changed. At the time of the report, the fallopian tube perforation, dysmenorrhoea, vaginal discharge, weight increased, vaginal haemorrhage, menorrhagia, ovarian cyst and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, menorrhagia, ovarian cyst, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff currently planning for essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Pregnancy test urine - on (B)(6) 2009: negative. Concerning the injuries reported in this case ,the following ones were confirmed in patient medical records : dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-oct-2019: pfs&mr received. Lot number was added. New events abnormal bleeding(vaginal, menorrhagia), ovarian cyst, lower abdominal pain was added. Lab data, concomitant conditions, concomitant drugs, reporter information, patient demographics was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.